Event description:
The user facility reported that the angio-seal collagen plug, and anchor did not deploy from device sheath when device cap was pulled back/locked in place. The device was removed, and you could see the anchor and collagen were still located in the sheath and did not deploy. Manual pressure was held and there was no patient impact. The procedure being performed was a peripheral artery disease (pad). There was no blood loss. There is not a direct allegation that the reported device caused or contributed to patient injury. The reported event did not result in patient injury or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager/rn. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).